Event description:
The patient underwent removal of symptomatic hardware, local bone harvesting, and posteriolateral fusion l3-5 in 2003. A drain was placed in 2003. During removal of the drain 3 days later, the drain broke leaving a section of the drain inside the patient. A stitch had been placed through the drain but it is not known if the breakage occurred in this area. On that day, the patient required surgical removal of the retained portion of the drain.